Manufacturer narrative:
(B)(4). Batch # p5867m. Device evaluation: the analysis results showed that the tl90 device arrived with no apparent damage with a reload not loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: did the device lock out and could not be fired at all? Or was the trigger advanced with no staples deployed? I will provide the information once a response is received but from my understanding the device was fired and no staples were deployed. Additional information received: as a follow-up question for the doctor's response relating to staple deployment malfunction, I asked how he resolved the issue? He provided the response below. We did not use it as I was worried about the quality of the anastomosis. We got another stapling device and I am not sure if it was the same company.

Event description:
It was reported that during a bowel resection procedure, stapler did not fire staples during small bowel resection, fistula take down and repair of enterotomy with surgeon. There were no patient consequences reported.